Event description:
General report received of an unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback deliveries. Of unspecified antibiotics and were connected to the primary tubing sets. The customer contact reported the secondary solution containers were raised higher than the primary solution containers. After unspecified lengths of time in use while the secondary solutions were delivering, it was reported the primary solutions were also delivering. The nurses then either lowered the primary solution containers, connected the secondary tubing sets to ports on the primary tubing sets that were closer to the pts, or replaced the tubing sets and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the devices for eval. If the devices are received, a follow-up report will be submitted. (B) (4). (B) (4).